Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 20 mm long, with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject died, and the primary cause of death is unknown. At the time of event, the subject was on aspirin and ticagrelor. There was no action taken to treat the event and it is unknown if an autopsy was performed.